Event description:
It was reported via maude (mw5165215) that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient's parent reported that the patient is a type 1 diabetic and had been using the dexcom g6 for many years. The patient switched from g6 to g7 8 days ago from the date of this report. During the entire 8 day period, the dexcom g7 has "been wildly inaccurate" versus the finger stick blood meter checks. The parent reported that on (B)(6) 2025, the cgm was 240 mg/dl. She begen to feel unwell as though she was about to pass out. A finger stick blood glucose meter was checked and the bg was 60 mg/dl. It was reported that the bg was nearly 200 points less than the dexcom g7 reading. There was no documentation of reversal of symptomatic hypoglycemia; however, the report describes the outcome attributed to the event as "life threatening". No patient details were provided therefore no follow up was performed. The report notes that the patient uses omnipod insulin pump. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.